Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating additional possible instances of t-wave oversensing during both a treated and untreated event. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the treated episode contained an inappropriate shock as a result of the t-wave oversensing. The physician decided to leave the device programmed in the secondary vector until further analysis. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating additional possible instances of t-wave oversensing during both a treated and untreated event. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the treated episode contained an inappropriate shock as a result of the t-wave oversensing. The physician decided to leave the device programmed in the secondary vector until further analysis. The s-ICD system remains in service. No adverse patient effects were reported.